Event description:
General report received of an unspecified number of undocumented incidents of leaks of nuclear medicine isotopes. The adapters were being used to deliver unspecified nuclear medicine isotopes using hand injection techniques. It was reported that after the prepierced reseals of the male adapter plugs were accessed with either 19 or 20 gauge needles, approximately 6 times, leakage of solutions were noted during the injections and after the needles were withdrawn. The volumes of solutions that leaked were reported as slight spray or drops from the needle holes. No solutions came in contact with pts or staff. The leaks were cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were reported. The customer contact reported that the technicians have been instructed to access the device by injecting in the perimeter of the male adapter plugs, away from the preslit area and to withdraw the needles slowly. The customer contact reported that the frequency of the leaks have recently subsided due to this technique. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. The package label states: "administer medication through prepierced reseal with lifeshield blunt cannula or locking blunt cannula. Note: when conventional needles are used, insert (small gauge) into perimeter of the septum." This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).